Manufacturer narrative:
Concomitant medical products: dtmc1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high lv thresholds. Information indicated that the lead threshold became elevated and then trended to stable levels. The lv lead remains in use. No patient complications have been reported as a result of this event.